Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient went for a refill and the hcp accidentally missed the pump and the patient ended up dying, but they were able to bring them back. Patient services asked for details, but the reporter did not provide any further details.